Event description:
New information received: lead will be monitored. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead atrial noise showing as inappropriate auto mode switch episodes were observed. Patient was asymptomatic. Lead provocative testing was recommended to look for noise and impedance anomalies. Possible lead fracture damage was suspected. Patient was stable.

Manufacturer narrative:
Correction: event date updated from (B)(6)2018 to (B)(6)2018